Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Inspection of the x-rays determined loosening of the tibial component with slight resultant medially oriented downward tilt. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: persona cemented ps femur left, catalog # 42500606001, lot # 63131006.

Manufacturer narrative:
(B)(6). Concomitant medical devices persona ps articular surface cat#: 42-5114-005-10, lot#: 63050010. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Related report for this event: 0002648920-2017-00670. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported the patient was revised for tibial loosening approximately 1.5 years post implantation. It was also noted that the articular surface implant looked strange.